Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer reports the tubes are uncapping by themselves, thus resulting in blood spillage. The following information was provided by the initial reporter. The customer stated: the customer reports the tubes are uncapping by themselves, regardless whether acquisition is performed with closed or opened system, there is the exposure to biological risk. The customer further reports that multiple professionals have reported that soon after sample acquisition with vacuum technique (closed tube), with open tube technique, or through dripping access, randomly the stoppers pop off abruptly. Some stoppers pop off during mixing (while tubes are inverted after acquisition), and others pop off when inserted in agitation machine already in lab. On (B)(6)2023, one professional was mixing the tube and the blood spilled on her right shoulder and breast, and also splashed on another professional behind her. When tubes are held by their caps at the moment of analysis in equipment the stoppers have also popped off.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2023-00747 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer reports the tubes are uncapping by themselves, thus resulting in blood spillage. The following information was provided by the initial reporter. The customer stated: the customer reports the tubes are uncapping by themselves, regardless whether acquisition is performed with closed or opened system, there is the exposure to biological risk. The customer further reports that multiple professionals have reported that soon after sample acquisition with vacuum technique (closed tube), with open tube technique, or through dripping access, randomly the stoppers pop off abruptly. Some stoppers pop off during mixing (while tubes are inverted after acquisition), and others pop off when inserted in agitation machine already in lab. On (B)(6) 2023, one professional was mixing the tube and the blood spilled on her right shoulder and breast, and also splashed on another professional behind her. When tubes are held by their caps at the moment of analysis in equipment the stoppers have also popped off.